Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 53 mg/dl and the customer consumed milk and crackers to address the low bg level. The customer delivered a large food bolus and the customer ended up not consuming enough carbohydrates for the bolus that was delivered. The customer stated that there was nothing wrong with the pump or its delivery of insulin. The large bolus was "intentionally done" by the customer.